Event description:
It was reported that the ilet displayed alert 65 immediately after multiple restarts and also indicated an expired insulin set despite a supply change and fill, while the pump had available insulin; the reported issue aligns with a no-audible-alarm condition associated with the speaker/sounder and concurrent infusion set change prompts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm condition traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.